Manufacturer narrative:
The irrigation and aspiration (I/a) tip was received and a visual assessment of the returned sample was performed under 100x magnification. The I/a tip showed some surface-level scratches. No functional tests are performed for I/a tips. The I/a tip lot number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Evaluation of the tip sample found some surface-level scratches which were deemed acceptable per the manufacturing assembly procedure. It should be noted that the tips are visually inspected during manufacturing to verify that the tips are conforming. The returned I/a tip was found to have no problem therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing which has not yet been evaluated. Additional information received after submission of the initial MDR has now clarified the date of first receipt of this reported event. Additional information received further clarified that the date of the event is unknown. The initial MDR was successfully submitted prior to the amended date of first receipt. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic irrigation and aspiration handpiece was suspected to be scratched or burred while being used to polish the capsule during a cataract surgery when multiple capsular ruptures occurred. The procedure was completed while using the unsatisfactory handpiece. There was no other harm to the patient. Additional information has been requested.